Event description:
According to the information there was a malfunction.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on 11/14/2000 and revised on 6/15/2006 due to a malfunction. Additional information received indicated that there was a leak in the tubing from the pump to left cylinder. The implant did not cycle. A pump was the sole component received for evaluation. Examination and testing of the returned component revealed a separation in the non-serialized exhaust tube near the connector site. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Based on previous qa simulations and examination of the returned product, qa concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was most likely exerted on the non-serialized exhaust tube near the connector to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews modes of failure, such as this. Therefore, no additional action is requried at this time.